Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion and was suspected of premature battery depletion (pbd). As a result, this s-ICD was successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion and was suspected of premature battery depletion (pbd). As a result, this s-ICD was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion and was suspected of premature battery depletion (pbd). As a result, this s-ICD was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.